Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One unknown biomet screw was returned for investigation. Visual evaluation of the as returned products identified screw fragment inside the implant. Additionally, the implant¿s collar was damaged possible during removal. DHR and complaint history review could not be performed since the lot/item number was not provided and unknown. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Based on the investigation and risk management file review, the most likely root causes determined are external factors (patient¿s condition). Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). D1: brand name unknown / not provided d4: additional device information unknown / not provided d10. Concomitant medical products xifnt513, osseotite tapered certain implant 5 x 13mm lot 2016051602 g4: premarket identification unknown / not provided . H4: device manufacturer date unknown / not provided.

Event description:
It was reported that the screw fractured inside the implant and implant had to be removed. Tooth site 13.